Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and the pump was under delivering insulin. Customer¿s blood glucose level was 535mg/dl. Customer reported headache as a symptom of high blood glucose level. Customer treated high blood glucose with pump boluses. Insulin pump will not be returned for analysis.